Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp for mechanical circulatory support. While on support, there were active suction alarms. Additionally, there was a hematoma to the right groin. An ultrasound was completed and there was no visualization of an active bleed. The patient received two units of packed red blood cells that night and an additional unit in the morning. It was noted that hemostasis was achieved through manual pressure. Care was withdrawn and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was returned. Hematoma: patient had hematoma in right groin. The cause of the hematoma was not determined due to insufficient clinical details. Pump suction: no product was returned. Patient had suction alarms. Volume given. Not resolved. After reviewing logs, suction alarms were observed. The cause of pump suction cannot be determined since insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.